Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and device dislocation ('malposition of essure device location of device: left,') in a 34-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems - vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (salpingectomy( bilateral removal of fallopian tubes) and bilateral (salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the device dislocation, allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and device dislocation ('malposition of essure device location of device: left,') in a 34-year-old female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems - vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (salpingectomy( bilateral removal of fallopian tubes) and bilateral (salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the allergy to metals, vaginal infection, dysmenorrhoea, dyspareunia, cystitis, device dislocation, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and medical record received: lot number added. Reporters added. Case become medically confirmed yes. Events vaginal bleeding,dyspareunia,dysmenorrhea,cystitis,device dislocation,bladder disorder,urinary tract disorder were added. Event bleeding outcome added as recovered. Events onset date added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and vaginal infection ("bladder/urinary problems - vaginal infection"). The patient was treated with surgery (bilateral (salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, menorrhagia, pelvic pain and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case became incident. The event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia, nickel allergy, vaginal infection, plaintiff did not underwent essure confirmation test. Outcome of pelvic pain, abdominal pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.